Event description:
It was reported that a patient presented with insufficient margin noted on the patient's pacemaker. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
The reported event of an alert for safety margin noting ¿margin unknown¿ was confirmed. Based on the information provided, it was determined that the alert will display unknown because there was no available test value 24 hours prior to the programmer session. The device is performing per design.